Manufacturer narrative:
B3 - date of event: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events, as well as a specific cause, could not be conclusively determined through this evaluation. The submitted log files did not capture any notable events or alarms, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including infection, and cardiac arrhythmia. Section 6 of the IFU, ¿patient care and management¿, also lists potential late postimplant complications including infection and arrhythmia. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for syncope and left arm pain. The event log files appeared to be empty and it would not allow for a log file download prior to 9:40am (B)(6) 2024. The time was confirmed to be synced with no issues. It was synced again just in case. The log files that were able to be downloaded were provided. It was requested that instruction on how to download the rest be provided. The log files were reviewed and captured 128 pulsatility index (pi) events on 26dec2024. These were considered routine. The pi events overwrote the data from prior 9:30am. The pdf only showed alarms on the event list so it would be empty because most of the recorded events were pi events which do not trigger an alarm. There were no unusual events seen in the log files. The reason for the syncopal event was not definitively determined. It was associated with low flows, and the patient admitted to not keeping up with fluid intake. There was also possibly nonsustained ventricular arrhythmia (arrhythmia was not confirmed at the time of the syncope, or during hospitalization but the patient reported their hear fluttered). The reason for the left arm pain was not definitively determined. It was very tender with no fracture, no deep vein thrombosis (dvt), and creatine kinase (ck) was within normal limits. An arterial duplex and vascular consult were nonconclusive. Blood cultures showed bacteremia, speciated to enterococcus faecium. The patient had been on suppressive minocycline for mssa (cs-198230), but the patient was switched to linezolid after adequate washout of selective serotonin reuptake inhibitors to avoid drug-drug interaction with linezolid. The patient was admitted (B)(6) 2024 and discharged on (B)(6) 2025. The arm pain was much decreased by discharge.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient was discharged on linezolid. The cause of the low flow alarms was determined to be dehydration. The low flow alarms resolved with fluid intake. There were no patient symptoms at the time of the low flows. The patient had the symptoms of palpitations in relation to arrhythmia. There was no implantable cardioverter-defibrillator (ICD) to treat the arrythmia. There was normal sinus rhythm on the electrocardiogram (EKG) in the emergency department. The patient had a history of ventricular tachycardia pre-lvad. The arrythmia was not thought to be device related. That was not an ICD implanted prior to the lvad. There was no evidence of arrythmia during admission.

Manufacturer narrative:
Correction: MFR # 2916596-2024-04352 covered the following information: blood cultures showed bacteremia, speciated to enterococcus faecium. The patient had been on suppressive minocycline for mssa no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.